Manufacturer narrative:
Section h10: (h3) pending evaluation. (D10) concomitant device(s): 6710052 02-020-14-0335 - truliant cr por fem cr por right sz 3.5. 6779222 02-022-55-3535 - truliant por tib tray size 3.5f/3.5t. 6684537 201-78-15 - holding pin mini sharp point 4 pk. 6737487 201-78-98 - 2 pk, schanz pin, 4mm x 130mm. S084683 521-78-23 - threaded pin size 2.3 collared 2pk. S114926 521-78-32 - threaded pin size 3.0 collarless 2pk. S125607 521-78-32 - threaded pin size 3.0 collarless 2pk.

Event description:
As reported, approximately 2 years post op initial right tka, this male patient was revised. A thicker 13 crc was implanted and the patella was resurfaced with a 38mm. No issues with surgery. Explants not available. No further information.